Event description:
Info received indicated that the head section of the bed was not raising.

Manufacturer narrative:
Tech found the bed in maintenance area with head section not raising. Found that the bed had motor cover misaligned and was interfering with CPR release handle. Re-aligned motor cover and reset CPR to resolve this issue.